Event description:
Device 1 of 2. Reference MFR report 1627487-2011-07092. The pt received a scs system mon (B)(6) 2011. Consisting of 2 leads from two different lots. It was reported on (B)(6) 2011 that the pt has stimulation but wanted stim in their left lateral thigh. X-ray of pt showed that both leads have migrated slightly. The pt said that this is his area of pain and will monitor for any changed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.